Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. It was also found the screen was frozen on the insulin pump, but the time was advancing. Customer's blood glucose was 320 mg/dl. The customer's blood glucose was treated with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.